Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04350. The patient received two scs systems with two ipgs. It was reported the patient was feeling surges of stimulation and then less stimulation. The patient reported using the stimulation continuously, and believed the ipgs were at end of life. Follow up identified the physician planned to replace both ipgs at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.